Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer reports the post in the seat back is missing, was very loose, and was unable to tighten it previously